Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer tech support (cts) was involved to replace the pump, confirm the shipping address, and advise the caller on necessary actions, including using multiple daily injections (mdi) as backup therapy and programming settings into the replacement pump. The customer was also instructed on returning the malfunctioning pump to tandem.